Event description:
Caller alleged discrepant accuracy results when compared to alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 1.7, poc: 3.1. Date: (B)(6) 2013, inratio: 1.6, poc: 2.4. Time between testing was reported as one hour. Patient's therapeutic range is unknown.

Manufacturer narrative:
Investigation pending.